Event description:
Integra lifesciences initiated a recall as a distributor of the endura no-react dural substitute manufactured by shelhigh, inc. This was in response to FDA's public health notification and notice to the manufacturer, shelhigh, inc., requesting a recall of all their products including the endura no-react dural substitute. As part of this FDA compliance initiative, we reviewed all complaint files on endura no-react dural substitute. In reviewing the complaint databases and the FDA maude database integra was unable to confirm that the enclosed MDR was submitted to the FDA by the manufacturer shelhigh, inc. Therefore, we are subsequently submitting this MDR as a distributor. The neurospecialist reported the following incident on behalf of the user facility. The surgeon performed brain surgery on the patient in 2006. Endura no-react dural substitute manufactured by shelhigh, inc. Was used. The hospital's standard procedure requires to sample a piece of the dural substitute for microtesting. The user facility cut a sample from the device piece that was on the "sterile field" and subsequently cultured a strain of pseudomonas aeruginosa. The user facility infection control specialist made the decision that the endura no-react dural substitute should be removed. Two days later, a procedure was performed to remove the endura no-react dural substitute and replace with another dural substitute. Per the surgeon, there "wasn't any infection and the site was clean". The surgeon suspected that the earlier test result might be a lab error. The endura no-react dural substitute removed from the patient was submitted by the user facility for culture. Six days later, the microbiology culture report on the endura no-react dural substitute removed from the patient showed no growth.

Manufacturer narrative:
Integra lifesciences corporation is filing a distributor report based upon information provided by the user facility. Correspondence should be sent to: distributor: attn: corporate complaint coordinator. The culture reports from the hospital on the removed endura no-react dural substitute demonstrated no growth of organisms. The namsa sterility reports for the lots in question showed that the release samples were negative for growth.